Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient presented to the hospital due to this implantable cardioverter defibrillator (ICD) emitting tones. Upon interrogation it was found that the device had delivered a shock for atrial flutter with a rate in the vt zone of 200-220 bpm. The shock in turn triggered codes 1004 and 1006 had been recorded indicating a low shock impedance at shock delivery and high voltage condition respectively. All lead measurements appeared normal during evaluation but no provocative testing was performed. Boston scientific technical services (ts) suggested scheduling the patient for immediate follow-up testing to evaluate device and competitor lead noting it was likely compromised. A manual capacitor reformation was attempted but it was reported that the device was unable to charge as expected. Ts advised replacement of the device as soon as possible. The patient was subsequently scheduled for a revision procedure. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault code 1004 was recorded on (B)(6) 2016 after a shock was attempted immediately followed by a fault for high voltage during device charging. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. Laboratory analysis did not identify any other device characteristics that would have caused or contributed to the reported clinical observations.